Event description:
Gamma target devices broke during a surgical procedure. This event did not cause any adverse consequence to the pt or surgical delay.

Manufacturer narrative:
Summary of eval: eval results indicate that the breakage was attributed to multiple sterilizations. Corrective action has been implemented to preclude this event.